Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer was no longer able to move or speak, resulting in multiple falls and a loss of consciousness. The customer was transported to a hospital and upon arrival, had contact with a healthcare professional (hcp) who performed a CT scan, obtained an hcp meter reading of 67 mg/dl, and administered glucose as treatment for the diagnosis of hypoglycemia. The customer was hospitalized for an unspecified amount of time. Two days later, the customer received an hcp meter reading of 135 mg/dl. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.